Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed that difficulty with the sutureless connector led to the explant. While attached to the pump, the catheter showed to be possibly occluded. Once the catheter was cut one inch from the connector, it showed to be patent. The pin connector was tested and found to be occluded.

Event description:
It was reported it was reported that, during a pump replacement on the report date, the physician was unable to remove the existing sutureless connector, so he replaced the connector. The catheter remained implanted. A new catheter was attached. It was noted that the managing physician expected no problems with the previous catheter. There were no patient symptoms or complications associated with this event. The patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver baclofen.